Manufacturer narrative:
The device was returned to zoll medical korea; the customer's report was duplicated and attributed to the pace/defib (pd) engine board. The pd engine board will be replaced to resolve the report. The device will be recertified and returned to the customer once the repair estimate has been approved. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed "pacer disabled", "pacer fault 115", and "error 75" messages. Complainant indicated that there was no patient involvement in the reported malfunction.